Manufacturer narrative:
Direct: (B)(6). Internal ext. (B)(6).

Event description:
Information was received indicating that a pump exhibited a no disposable alarm mid infusion when a smiths medical, cadd medication cassette was being used. No adverse patient effects were reported. Per reporter, no additional information is available at this time.